Event description:
Per the clinic, a wound dehiscence had developed at the implant site, exposing the receiver/stimulator. The patient underwent a repositioning surgery under general anaesthesia on (B)(6) 2024. The implanted device remains.